Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer was hospitalized for high blood glucose (B)(6) 2020. Blood glucose reading was 800 mg/dl. The customer stated they received couples of alarms on insulin pump. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.